Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply. No visible damage to the outside of the case. The customer did not provide the date when found. This was discovered during set up and no pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the issue. The alarm was tested three times for power and the alarm powered on each time with no intermittency detected. Unit passes all functional tests. However, a battery spring inside the battery compartment is bent. The warning label ink is fading on the edges. Note: instructions for use state: slide battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. Hold alarm vertically upside-down to prevent battery spring from bending during battery installation. Insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. (B)(4).